Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Event description:
The customer reported receiving a new contour® next gen meter from a healthcare professional, which already contained 25 blood glucose readings in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record for the suspected contour® next gen meter with serial # (B)(6) was reviewed and no manufacturing anomalies were found.